Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding excessive thread length involving a universal acetabular shell impactor was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspections found that the interface between the threaded stud subcomponent and handle bore showed only limited signs of press-fit assembly. In addition, dimensional inspection confirmed that the threaded stud protrusion past the impaction shoulder feature of the handle assembly was not within specification. -medical records received and evaluation: clinician review was not performed as there is no indication that the event was related to patient factors. -device history review: -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the investigation determined that the reported failure has been previously investigated under (B)(4) opened to further investigate the observed non-conformance.

Event description:
It is reported that that the tip of the thread which is assembled with acetabular cap was broken during impacting the cup in medical procedure. Spare product was used instead of it and the procedure was completed without any problems.

Event description:
It is reported that the tip of the thread which is assembled with acetabular cap was broken during impacting the cup in medical procedure. Spare product was used instead of it and the procedure was completed without any problems.